Manufacturer narrative:
Tw #: (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The lot # 3000500765 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that there was intermittent power to the jaws of vasoview hemopro 2. Device never had 15 seconds of continuous energy. Power to the jaws was intermittent. The pre-cautery test was preformed and passed. The beeping sound was heard when the toggle was pulled back. The adapter and power supply were not replaced. Power supply setting at 3. Age of cable and adapter unknown. Another kit was opened to successfully complete the procedure. No patient injury. No delay aside from a few minutes to open a new vh-4000.